Event description:
Pt had swan ganz catheter with insulin secondary infusing per cvp port/insulin rate at 0.1 cc/hr. Pump noted zero cc of primary infused, but primary bag noted to be empty and secondary. Pump settings verified by two nurses with no error noted. Pt's blood sugar dropped from 440 to 150 in 1 hour. Was given d5 to stabilize. Had received 50 u r insulin. The insulin drip infused when should have been pumping secondary. When pump was checked, it read 0 cc infused of primary.